Manufacturer narrative:
(B)(4). Product location unknown.

Event description:
It was reported that the doctor indicated loosening of an unknown biomet abutment screw. No further information available as the doctor is on vacation. Any further updates regarding this complaint will be handled through a follow up medwatch report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: surgical manual: tapered & parallel walled implants instsm rev 02/16; torque matrix - internal connection; page d. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.